Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the hcp believed the pump was "failing," also reported as malfunctioning, as the patient presented at the emergency room (ER) and was reportedly lying on the floor in horrible pain. The pump was not alarming as far as the reporter could tell. The event date was (B)(6) 2016. Diagnostics included on site interrogation of the pump, and lumbar spine x-ray series to rule out pump catheter displacement/fracture. Actions/interventions included intramuscular (im) injection of hydromorphone (2 mg im x1). The cause of the pain was not determined. The patient stated that sitting made the pain worse; therefore, it was considered that the patient's plane trip from (B)(6) may have exacerbated his pain. Per the hcp, a pump issue was not identified. There were no audible tones from the device, and no error codes reported on interrogation of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.